Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging revealed no anomalies. The rv lead was capped and replaced and the patient was in stable condition.